Event description:
Event occurred during cardiac catheterization with intervention of the circumflex. Patient had a 6 french arterial sheath placed in right femoral artery. Provider started with a 3.5 ebu guide. Provider could get it to selectively engage the lad but not the circumflex. Tried manipulating and turning guide but with this torque, the guide kinked. Tried to withdraw the guide but the kink in the guide did not allow it to be withdrawn and remained stuck in the sheath. The sheath with the immobile guide was left in the patient until act was at desirable range. Sheath and guide were removed from patient intact.